Manufacturer narrative:
Event date: (B)(6) 2019. Report date: 18jan2019. The product support engineer (pse) troubleshot the issue with the customer over the phone. The touchscreen would not pass the calibration. The pse recommended the touchscreen be replaced. The customer reported that replacing the touchscreen resolved the problem. The ventilator was returned back to service.

Event description:
The customer reported that the touchscreen was not working. The ventilator was not in use on a patient at the time of the event. Event date not specified; estimate used.